Manufacturer narrative:
The device has not been returned for evalution, and (B)(4) has been unable to confirm the complaint. Also, because the initial reporter was unwilling to obtain the device's serial number, a review of the device's history record is also not possible. Upon review of first pump's log, (B)(4) learned that, in additiion to the under-deliveries reported in the initial complaint, the patient likely experienced a missed overnight dose as well.

Event description:
The initial reporter stated that he or she had been informed by a nurse at the user facility that a patient had been sent home for an infusion, and upon returning, had only received 107ml of an expected 150ml dose. The patient was given a replacement pump and sent home again. Upon return, it was found that the patient had again received less than expected -- 110 ml out of an expected 150 ml dose. The customer was not willing to obtain the serial number of the second pump. (B)(4) contacted the facility about whether they planned to return the devices, but was unable to make contact. (B)(4).